Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 12 unit bolus without user input. The customer's blood glucose (bg) level ranged from 77-211 mg/dl. Although requested, the customer declined to upload the pump for a log review and declined to perform further troubleshooting.